Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-34873. This report, 1818910-2013-33638, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-34873.

Manufacturer narrative:
Examination of the tibial insert confirmed unanticipated wear for a polyethylene device implanted for approximately two years. The evaluation revealed evidence of third body debris damage to the articulating surface. The tibial insert was subject to abrasive wear likely due to third body debris such as bone cement particles. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions about the root cause of the third body debris. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.